Manufacturer narrative:
A21 alarm after battery change due to faulty c13/ib. Pump passed the self test. No a17 alarm noted. Pump received with cracked display window corner, reservoir tube lip, belt clip slot, scratched lcd window.

Event description:
It was reported that the customer had high blood glucose levels of 153 mg/dl. The customer reported an unexpected restart by the insulin pump every time after installing a new battery. The customer also reported needing to reprogram the time and date settings on the insulin pump every time it would restart. The customer was advised that the insulin pump would need to be replaced. No additional information was provided.